Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿intermittent loss of capture in a his bundle pacemaker: what is the cause?¿ https://doi.org/10.1016/j.hrcr.2017.07.018. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg). The article reported that on post-operative day 2, there was ¿intermittent loss of capture¿ seen on the rhythm strips from the electrocardiogram (ECG). There was also noted ¿loss of ventricular pacing.¿ it appears that the device was reprogrammed. The status of the system is unknown, but appears to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.